Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) who reported that the cause of the damaged catheter was unknown; the patient had a fusion surgery unrelated to the pump and the surgeon noticed it. The patient is now getting proper therapy from the pump as the spinal segment was replaced. The explanted catheter segment was discarded by the account during the procedure and the patient's weight was unknown. The information was confirmed with the account and no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for spinal pain. The pump administered morphine with concentration 3 mg/ml at a dose rate of .1445 mg/day and bupivacaine with concentration 3 mg/ml at a dose rate of 1445 mg/day. It was reported that today the patient had a surgery unrelated to the pump. During the procedure the catheter was damaged resulting in a spinal segment replacement. They replaced 29.5 cm with 29.5 cm. It was being considered that it would take 30 hours for the new portion to get drug as the physician did not want to do a prime or aspirate the catheter access port. A flow rate of 0.048 ml/day and .06 ml catheter volume was reviewed. The issue was noted as having been resolved and the company representative was to call the physician to let him know that in 30 hours the patient¿s new portion of the catheter will have drug. No patient symptom was reported. No further patient complications have been reported as a result of this event.